Event description:
After removing adenoids and (r) tonsil, surgeon noted burn at (r) corner of pt's mouth. Cautery pencil and insulated tip replaced and surgeon proceeded without difficulties on (l) tonsil.

Event description:
Add'l info rec'd from MFR 10/29/03: medline industries filed a medwatch report for this incident on sept 17, 2003.